Event description:
During an unknown procedure using a twinfix ultra 5.5mm plla/ha 2 ubwht/bl, it was reported that the anchor broke. During suture adjustment, the surgeon determined that the distal tip of the anchor was broken. The anchor was completely removed; including all fragments. Another twinfix ha anchor was placed in the same site. The patient¿s condition was reported as okay post-procedure. There were no reports of patient injuries or complications.

Manufacturer narrative:
The device was marked as available for evaluation in; although anticipated, the device has not yet been received. (B)(4).